Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/18/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Colectomy. Did the patient receive any preoperative chemotherapy or radiation? N/a. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? He is a general surgeon but does colectomies 2 times a month or so where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check on the device. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Fully intact 2 donuts. Was a leak test performed? If so, what type and what was the result? Yes test was conducted. 2 tests. Can¿t remember which ones. Regardless no leaks was the staple line visualized endoscopically during the initial surgical procedure? N/a. Can you please clarify the timeline of events? All the information I have on the timeframe was given in your notes. How many days postoperative did the leak occur? 2 weeks later give or take. Please clarify, was stool coming out of the incision site, a drain, or anastomotic site? This is all the details I received from the notes. What was observed at the site of the leak upon reoperation? I wasn¿t there so not sure. Just the note the doctor made stating there was a leak from the staple line. When was the colostomy performed? I think you mean colectomy not colostomy. This was done on (B)(6). When was the colostomy reversal performed? (B)(6). Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. N/a how was the leak addressed? Colostomy bag and treating the patient for a month in the hospital what is the current status of the patient? Left the hospital on (B)(6).

Event description:
It was reported that the doctor performed a colectomy on a patient on (B)(6) 2019, using a cdh29p to form the anastomosis. The patient was discharged and returned on (B)(6) 2019 with stool coming out of the incision site. Patient was admitted, examined and, on (B)(6) 2019, the same doctor that performed the initial procedure performed a colostomy reversal, noting possible air in the staple line at the anastomotic site. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Product complaint (B)(4). Date sent: 11/21/2019. Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic / hand-assisted sigmoid colon resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? First assist, lynne. It was her 4th time firing the device and has been an ethicon manual user for years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The check mark on the device lit up green, indicating the completion of the firing sequence. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360 degree revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, 2 donuts that were fully intact. Was a leak test performed? If so, what type and what was the result? Yes, unsure on what type. The result was no leak on the anastomotic site. Was the staple line visualized endoscopically during the initial surgical procedure? Can you please clarify the timeline of events? ¿ 6.17.19: dr. R was the original physician. Patient was referred to dr. A ¿ 6.24.19: official surgical convert ¿ 8.9.19: surgery done by dr. A ¿ 8.16.19: discharged, no complications ¿ 8.26.19: sharp discomfort in lower abdominal walls ¿ 8.27.19: no stool in cavity after compression. Wash out cavity with saline and packed the wound ¿ 8.28.19: stool coming out of wound. Confirmation of fistula. Diverting to a colostomy determined. Possible anastomotic leak before re-operation noted. How many days postoperative did the leak occur? ¿ 19 days appears to be when the leak was noticed please clarify, was stool coming out of the incision site, a drain, or anastomotic site? ¿ stool was coming out of both the drain site and incision what was observed at the site of the leak upon reoperation? ¿ it was observed that there was a leak at the staple line when was the colostomy performed? ¿ the original procedure was done on 8/9/19 when was the colostomy reversal performed? ¿ 8.28.19 were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ¿ how was the leak addressed? A small bowel and partial colectomy as performed resulting in a colostomy bag given to the patient. Admittance and treatment of the patient in the hospital was done for a month to follow the procedure. Patient discharged on (B)(6) 2019. What is the current status of the patient? Was discharged from the hospital on (B)(6) 2019. Physician notes from surgery to correct this on (B)(6) 2019: preoperative diagnosis: colocutaneous fistula with possible anastomotic failure postoperative diagnosis: colocutaneous fistula with possible anastomotic failure with dense intraperitoneal adhesions procedures performed: exploratory laparotomy with extensive lysis of adhesions and abdominal irrigation and washout. Segmental small bowel resection and anastomosis of the distal ileum. Segmental descending colon resection and end colostomy of the distal transverse colon. Hartman pouch closure of the rectum and placement of a pelvic and subphrenic drain indications for procedure: the patient has a history of smoke, who recently underwent a segmental sigmoid colon resection with anastomosis. When she was discharged home, she was having bowel movements, passing gas, and tolerating diet. At home, a home health nurse noticed that she had a brownish discharge coming from one of the old drain sites. She was brought to the hospital and underwent imaging studies, which showed a possible abscess of the abdominal wall, which was treated with excisional debridement. During the course of the hospital stay, the patient started putting out stool into the left lower quadrant abdominal wall wound. The indications, risks, benefits, and alternatives to the surgery were discussed with the patient. The possibility of an end colostomy was discussed and an informed consent was obtained. Procedure: the patient was taken to the operating room and was given general anesthesia. Her abdomen was prepped and draped in sterile manner. The midline incision was opened and extended superiorly. The peritoneal cavity was entered. There was very dense scarring in the abdominal cavity despite the use of the seprafild just a few weeks ago. Extensive adhesiolysis was performed. The stomach was identified and the position of ng tube was confirmed. The transverse colon and the splenic flexure of colon were identified. The descending colon was very densely plastered again to the retroperitoneum, which was released. The anastomosis was found to be necrotic. The anastomosis was transected using metzenbaum scissors. The end of the rectum was very firm and indurated. At that time, the best option was to close the end of the rectum as a hartman pouch closure. This was done with a #1 vicryl suture. The peritoneal cavity was irrigated with copious amounts of warm saline and irriesept and all the irrigation fluid was aspirated. The entire small bowel was released from the ligament of treitz all the way down to the oleocecal junction. There was an area of proximal serosal tearing as is expected in an extensive adhesiolysis an a postoperative patient like this. This was repaired with interrupted 2-0 vicryl. A part of small intestine that was involved in dense pelvic adhesions close to the distal ileum was very severely involved and it was decided to remove this short segment of small intestine in a side-to-side anastomosis of the distal small bowel loops were created using a gia 75 stapler. The staple line was protected with 2-0 vicryl sutures. The omental opening was also closed using a 2-0 vicryl. The mid to distal descending colon looked little dusky. It was decided to excise this and it was sent for histology. The end distal transverse colon was then brought out in the left upper quadrant as an end colostomy, and matured through the anterior and posterior rectus sheath and skin with the help of interrupted 2-0 vicryl sutures. A 19-french drain was placed in the pelvis and a second 19-french drain was placed in the epigastric and left subphrenic area and these drains were brought out on the right side of the abdomen and secured to the skin with 2-0 silk. The abdominal cavity was again irrigated. The small bowel was replaced in its anatomic position. The remainder of the omentum was spread over the small bowel. Some of the seprafilm was placed along the pelvis and the left paracolic gutter. The remaining seprefilm was placed over the omentum and the midline fascia was closed with a #1 looped pds suture. The skin of the umbilicus was closed with staples. The remaining midline incision was left open and packed with wet-to-dry dressing. The left lower quadrant wound was also packed with wet-to-dry dressing. A stoma bag was applied over the colostomy. The patient was after extubation transferred to post anesthesia care until in stable condition.